Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es results were obtained from three patient samples processed on the vitros eciq immunodiagnostic system. The most likely assignable cause for the higher than expected result is instrument related, as pre-service within-run trop I precision testing were outside of the acceptance limits, indicating that the instrument was not performing as intended at the time of the event. An ortho field engineer performed service actions to return the instrument to expected performance. Additionally, ortho was unable to determine whether the customer was following the sample collection device manufacturer¿s recommendations, so it is possible that cellular debris due to poor sample preparation was present in the affected sample, although this could not be confirmed. The investigation found no evidence the vitros tropi es reagent malfunctioned, however, a reagent issue cannot be entirely ruled out as the customer was not processing a quality control fluid at or below the url of the assay.

Event description:
The customer observed non-reproducible, higher than expected troponin I results obtained from three patient samples processed using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es results were reported from the laboratory and there was no allegation of actual patient harm. (B)(4).